Event description:
Information received indicates the head hi/low function is drifting.

Manufacturer narrative:
The technician found a hose leaking at the hydraulic manifold. The technician tightened the connection to repair the bed.